Event description:
It was reported that when the device was used during a laparoscopic colon resection procedure, the staple line was incomplete. The case was converted to open. There was no consequence to pt.